Event description:
It was reported that the patient was implanted with a solid tibial nail for a tibia fracture in 1996 on an unknown date. Patient reports experiencing pain over a number of years and was returned to the o.r. On (B)(6) 2013 for removal of the solid tibial nail. The patient was reported as being healed. This is report 1 of 2 for complaint #(B)(4).

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: a review of device history records was performed and no complaint related issues were found. Date of event unknown. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records was performed and no complaint related issues were found. Implant date: unknown date in 1996. Device is used for treatment, not diagnosis.